Event description:
This is a report of peritonitis in a patient. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.